Event description:
It was reported that prior to use on patient, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill error. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Corrected fields: b5.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. No fault found. Performed and passed all functional and safety tests to factory specifications. Cleared for clinical use.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill error. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.